Event description:
Complainant alleged that during a routine shift check by a clinician, the defibrillator was unable to detect attached pads or paddles. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection cable that was not properly seated to a connector on the control board. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.